Event description:
It was reported that during a device revision, externalized conductors were observed on the lead after it was taken out of the body. Once the leads were lasered out of the body, it was noted that the lead was not properly capped and was left uncapped in the body for many years. The patient was doing well post-procedure.

Manufacturer narrative:
.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.0cm was returned for analysis. Internal insulation abrasion was noted under and proximal to the rv shock coil at 6.4-7.4cm from the distal tip. The etfe coating of one sensing conductor was damaged during the surgical procedure at this location.